Manufacturer narrative:
Product analysis :visual and optical examination of the mas crown identified consistent witness marks along the length of the rod interface surface. This suggests the rod was fully seated at final tightening. Visual and functional evaluation of the thread did not identify material or functional issue.after visual, optical and functional inspection, no evidence was found that would suggest a defect in manufacturing of the implant.unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
X-ray review: " patient is status post l3-s1 lateral and posterior spinal fusion procedure. Ap and lateral pre revision and post revision x-rays are provided. Early screw fracture at s1 occurred. No fusion at l5-s1 interspace has occurred. Instrumentation is undersized for this level and at l4,l5 . Root cause surgical technique."

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent posterior fusion from l3 to sacrum using the medical devices (screws). After the operation,the patient complained about back pain. Additionally, bony union at l5/sacrum had not been achieved. Patient underwent revision surgery in which the screw loosening was found at right side of sacrum, so it was also replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.